Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) for the falsely elevated cardiac troponin I (tni) result. Siemens headquarters support center (hsc) has reviewed the information provided and concluded the investigation. The customer stated that they have not had any issues with any other samples. The customer stated that the tni quality control was within laboratory ranges on the date of testing. Hsc review of the data logs showed that the instrument was in good working order during the time of the discrepant tni result and did not show any instrument issues. The cause of the discordant tni result is unknown. No product nonconformance was identified. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni) result was obtained on a patient sample on a dimension exl instrument. The result was reported to the physician who questioned the result. The same sample had been previously processed on an alternate dimension exl and a lower result had been obtained. The same sample was reprocessed on the original dimension exl and a lower result was obtained. A corrected result was reported. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin I result.